Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post vena cava filter deployment, the filter apex allegedly perforated the inferior vena cava (ivc) wall. It was further reported that an attempt was made to retrieve the filter but was unsuccessful. The patient was reported as asymptomatic.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged perforation issue and the retrieval issue as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, it was unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that after an unknown period of time post vena cava filter deployment, the filter apex allegedly perforated the inferior vena cava (ivc) wall. It was further reported that an attempt was made to retrieve the filter but was unsuccessful. The patient was reported as asymptomatic.